Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 2.3-2.7cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was capped due to lead fracture.